Event description:
It was reported that a stent graft, placed three months prior, was found to have a fracture in the mid portion of the stent. The stent was originally placed because the pt had an av fistula in the popliteal that needed to be sealed off. The fistula, after three months, is now communicating again through the stent fracture. The physician stated that the tracking was not tortuous or calcified. There was no resistance when tracking the delivery sys to the target lesion, and the deployment procedure went smoothly. The physician felt that it may have fractured because of the area of high flexing. No pt injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this prod and the prod was found to have met all specs prior to shipment. The sample was not returned for eval, so a sample eval could not be performed. Based on the info rec'd, the results of the investigation are inconclusive and the root cause of the event is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this prod states that the safety and effectiveness of this device for use in the vascular sys has not been established.